Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the wake button with more force before the pump screen turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no patient involvement, as the pump was not being used on the customer at the time of the reported event.